Event description:
(B)(4). My issues began about 1 year after having essure procedure. Horrible very long periods, cramping, pelvic pain, back ache, pain during sex, bleeding during sex, horrible clotting with periods, heart flutters, abdominal bloating, floaters in vision. My ob gyn will not look into my issues as she says this is all nothing to worry about. Getting a second opinion soon.